Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 1821, unknown patient involvement.

Manufacturer narrative:
Section d: corrections. D9: 07-feb-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported error. The error was not duplicated during functional testing and therefore the cause was not able to be determined. The motor was replaced as a preventative to correct the issue.